Event description:
It was reported that the implantable cardiac monitor could not be interrogated and that the battery had depleted more quickly than expected between follow-ups. When attempted, an error message arose. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.